Manufacturer narrative:
Investigation pending.

Event description:
Caller reported a false negative urine hcg result vs. A positive home pregnancy result and a quantitative result of (B)(6). An ultrasound estimated pregnancy (B)(6).